Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, procedural factors (manipulation of the guidewire and extra stiff wire) likely contributed to the lv perforation and subsequent patient¿s death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, a ventricular perforation occurred requiring surgical repair. Following the insertion of an esheath, balloon aortic valvuloplasty (bav) was performed; however, the patient;s blood pressure (bp) did not fully recover and remained about 75 mmhg systolic. A 23mm sapien 3 valve was then deployed. The bp never recovered and remained at about 30 mmhg. The bp could not be increased. Nothing was observed on echo. Tee indicated the sapien 3 valve was functioning normally. A root shot did not show any leak or extravasation. Grey shading was then observed on x-ray. A repeat echo indicated a pericardial effusion. The patient was placed on a pump and cannulated by femoral vein and artery. Once on pump, the bp improved a little. A pericardial window was planned; however, a sternotomy was performed instead. The patient was placed on full bypass and the aorta was opened. No issues were found. It was noted that there was blood coming from behind the heart and a left ventricular (lv) perforation was found. The lv perforation was repaired with bovine patches. During the procedure, the patient received numerous units of blood. The repair was completed and the patient's chest was left open with drains. The patient was transferred to ICU with multiple drips. The chest was closed on postoperative day (pod) 1. The patient's condition was discussed with her family and she was placed on dnr. The patient expired on pod5 from kidney function failure. It was perceived that the guidewire used to initially cross the annulus or the curved extra stiff wire likely caused the lv perforation. It was reported that the commander delivery system was not the cause of the perforation.